Manufacturer narrative:
Scope: this report applies to the unit, electrodes and lead wires. Electrodes and lead wires were requested and not received; therefore, the scope of the testing applies to the unit. Electrodes - not received; leads wires - good, no defect found. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 & 4), use the same output circuitry involved in the generation and delivery on simulation. See figure 2. Unit passed all test conducted. No anomalies were found. Electrodes were not available for testing. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report.

Event description:
The clinician was treating a male. No pre-existing conditions were reported by the patient. In 2008, the clinician treated the patient for a neck strain using the ifc default setting. She thought the intensity was set between 35 and 40. 2.25 x 2 electrodes were being used for the treatment. These electrodes are used for single treatments only by the clinician. The patient was given a call button and instructed to call if the treatment became uncomfortable. When the treatment ended and the clinician was removing the electrodes she noticed a white patch approximately 0.5 by 1.0 cm under one of the electrodes on the patient's shoulder. The clinician did not know which channel or which electrode the white patch was under. Ice was applied to the area. When the patient was asked if the treatment had become uncomfortable he stated that it had become kind of burning but he thought he could take it. The clinician instructed the patient that whenever he feels any kind of discomfort he should notify the staff. The skin did not break and the white area is becoming smaller. The patient's progress toward recovery was not impeded because the affected area was on the opposite side of the neck strain and they are still able to treat the injury. The clinician could not classify the burn.